Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital after receiving appropriate high voltage therapy from their implantable cardioverter defibrillator for ventricular fibrillation. Upon interrogation of the device, mode switch episodes were noted. The device exhibited far r-wave oversensing. The device was reprogrammed. The patient reported no symptoms. The patient would continue to be monitored.